Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm after set change. Blood glucose level at the time of the incident was 165 mg/dl. During troubleshooting, the customer changed the reservoir as well, and then insulin exited without an alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.